Manufacturer narrative:
The lead was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, this lead was noted to be severed in two segments at approximately 15.4 cm from the terminal pin. The helix was stretched. Resistance testing found the lead segments were not electrically continuous and a fracture on the outer conductor coil was identified at 6.5 cm from the terminal pin. The insulation on the outer coil was torn at the fracture site while the outer insulation tubing remained intact. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site led to the fracture, consistent with lead-on-can contact. Laboratory analysis confirmed the reported clinical observations of out-of-range pacing impedance measurements, due to the conductor coil fracture.

Event description:
It was reported that the patient implanted with this right atrial (ra) lead presented for a routine device follow-up. Upon interrogation, the ra pacing impedance measurements were found to be high, out-of-range at greater than 3,000 ohms. Loss of capture (loc) was also observed. Exit block was suspected and the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that the patient implanted with this right atrial (ra) lead presented for a routine device follow-up. Upon interrogation, the ra pacing impedance measurements were found to be high, out-of-range at greater than 3,000 ohms. Loss of capture (loc) was also observed. Exit block was suspected and the lead was explanted and replaced. No adverse patient effects were reported.